Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were sticking and required multiple presses to elicit a response. The patient stated that the ok keypad button functioned normally. The patient denied tears or cracks in the keypad, trauma to the pump, or water exposure. The patient reportedly wore the pump under a garment, against the body and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast and up arrow keypad buttons were intermittently unresponsive and the down arrow and ok keypad buttons responded appropriately. There was evidence of keypad contamination found under the contrast and up arrow key contacts and the contrast key was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.